Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-05556 for the other associated device info. It was reported to boston scientific corp that two radial jaw 4 single use biopsy forceps large capacity were used during an egd (esophagogastroduodenoscopy) procedure performed in 2009. According to the complainant, upon removal of the device, it became stuck within the scope. Scope and device were removed. A second scope and radial jaw 4 single use biopsy forceps large capacity was used to complete the procedure although upon removal the device also became stuck in the scope. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.